Event description:
The customer reported that following a diagnostic catheterization/radiology procedure on event date, a vasoseal es was deployed. Hemostasis was achieved in six minutes. The pt had significant blood pressure and lopressor was given which reduced the blood pressure before leaving the cv lab. During the next hour and a half the patient's blood pressure continued to drop until the pt coded. The patient's hemoglobin dropped 5 grams and the pt was given 3 units of red blood cells and was taken by helicopter to a sister facility for surgery. The surgeon noted that the stick to the artery was 2-3 inches above the inguinal ligament and was not in the common femoral artery. No further complications were reported.